Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: a review of the pump¿s black box history showed that multiple loss of prime warnings with both zero and non-zero force were recorded. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime warnings occurring. Multiple ¿load step¿ functions were performed with no failures or loss of primes duplicated. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no internal defects were found. The force sensor pins were seated and all solder connections were intact. The force sensor traces were inspected and no evidence of contamination or cracks was observed. There was no evidence of moisture or loose components found inside the pump. The complaint that the pump was emitting loss of prime warnings was observed in the pump history, but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the loss of prime warnings had occurred with at least three separate cartridges from two separate boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.